Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50. Serial: (B)(4). Batch: 17376775.

Event description:
It was reported that one of the patients old leads had high impedances. It was noted that the patient had multiple reprogramming sessions, however, unsuccessful. The patient underwent a revision procedure wherein the leads were replaced. The explanted leads will not be returned.